Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Subsequently, the touchscreen was unresponsive. Customer¿s blood glucose level was in 300s(mg/dl). Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified. Additionally the alleged unresponsive touchscreen issue could not be verified.